Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000ug/ml at 160ug/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported an empty reservoir and the patient was going to have the pump refilled. Since saturday (B)(6) the patient and family heard the pump alarm. The patient had been a no show a couple of times and this was the first refill post pump implant where 20 ml's was placed in the reservoir at the time of the implant. It was calculated that the pump reservoir would have gone empty (B)(6) 2016. The pump was programmed to a low dose. The patient was on oral baclofen and there were no symptoms. The healthcare provider will confer with the patient and the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.